Event description:
It was reported that stent damage occurred. A 4.00 x 48mm synergy xd, drug-eluting stent was advanced but failed to cross the lesion. However, after removal, the struts were unwrapped and protruding out. There were no patient complications nor injuries reported.